Event description:
The user facility states that two resuscitators were obtained for use during a code situation and they were allegely missing the face mask. A third resuscitator was obtained which contained a mask.